Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level of above (30 mg/dl). Medical services (ems) were called and administered fast acting glucose to stabilize the customers bg level. The customer stated the suspected cause for the low bg was due to not eating. The customer was informed by clinical diabetes specialist and registered nurse that while taking insulin the customer would need to eat to not experience low bg's. It was indicated that the health care provider removed the customer from pump therapy and additional training will be provided for the customer. Troubleshooting could not be performed with tandem technical support as the alleged issue occurred in the past.